Manufacturer narrative:
B3: date of event is approximate; year is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issues when charging ins, controller is not working properly, charge duration issue and giving them all kinds of problems. Caller stated that some days it takes hours to charge the implant and other times it will work. Caller added that sometimes it changes the setting on its own; at night, they put it on c and in the morning it is on a. Caller mentioned that they have tried resetting the controller which will work for a week or so and then it starts the problems again. Caller does not have the rest of the equipment with them at the time of the call. Agent offered to call caller back at a later time to continue troubleshooting. Agent called patient back; agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 90 percent and implant is 90 percent. Caller confirmed no physical damage on recharger cord/pins. Agent had caller blow in controller port to ensure no debris. Caller then connected recharger and confirmed checking the recharger (89) and then no device found (16). Issue not resolved. Agent sent email to repair to replace the recharger.